Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed compromised forced sensor system during prime rewind process. Caller stated that insulin is squirting out of the insulin pump. Caller reported that the force sensor does not detect the reservoir. Caller's blood glucose reading was 331 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned and replaced.

Manufacturer narrative:
Unit passed displacement test, off no power test, rewind, unexpected restart error test and self test. Unit alarmed compromised force sensor system during basic occlusion test due to moisture damage on the force sensor resistor. Unable to perform occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. All operating currents are within specification. No unexpected low battery or off no power alarms noted. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads and cracked case.